Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/08/2020. Additional information was requested and the following was obtained: what was the initial procedure? Unk. Could you please confirm if all the pieces of needle were found? All the pieces of needle has been recovered. Could you please explain what do you mean by "an incorrect position of the needle holder is suspected by the customer". Unk. Do you consider that the issue was cause by the incorrect position of the needle? Unk.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2020. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Could you please confirm if all the pieces of needle were found? Could you please explain what do you mean by "an incorrect position of the needle holder is suspected by the customer". Do you consider that the issue was cause by the incorrect position of the needle? Could you please confirm the availability of the device?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During closing a trocar opening, a surgeon had to sting/suture in the muscle fascia and at this moment, the needle broke. The needle piece was found and retrieved from the operative site. It was reported that an incorrect position of the needle holder is suspected by the customer. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/21/2020. Additional h3 investigation summary: it was received for analysis an empty opened foil and a needle broken of product code jv987, lot pj5578. During the visual inspection of the sample, the needle was noted broken at the swage area. Due to condition of the broken needle, additional evaluation is necessary to determine the assignable cause. A second evaluation was provided. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code jv987. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.